Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and 5s parameters show signal not reliable. 5s parameters are consistent with a broken sensor face. Clinical details noted that failure of optical sensor with "placement signal not reliable" occurred after first wave of shockwave was administered. Additionally, support from the impella was not affected with motor current remaining pulsatile and pump was checked with imaging to be in proper position. The root cause of the optical signal issue was due to a broken sensor face due to use of shockwave device. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the optical placement signal was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.